Event description:
Healthcare professional reported injecting a patient with "2-3 syringes" of skinvive¿ by juvéderm® in the perioral area, forehead, and crows feet. Three months later, patient experienced "bumps around the mouth" about 1mm under the skin. Patient was treated with doxycycline for the bumps. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.